Event description:
It was reported that the pt underwent a primary, laparoscopic, right inguinal hernia repair in 2008. Post-operative, the pt reported a hernia recurrence that he noted in 2009 on the pt questionnaire he completed that same month. A recurrent right inguinal hernia was confirmed by the examining physician. A re-operation was performed three months later.

Manufacturer narrative:
Recurrent hernia. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.